Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.", "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums." The potential root cause of this event is unknown. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth extraction. Based on the available information and the clinical assessment below, the treating doctor reported that the patient required tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information

Event description:
The treating doctor reported that the patient required tooth extraction of tooth ur5 and multiple restorations. No additional information is available at this time.